Manufacturer narrative:
This report is submitted on 10 mar 2021.

Event description:
Per the clinic, the patient experienced an infection around the baha site which was subsequently treated with oral and topical antibiotics.

Manufacturer narrative:
It was reported that the patient underwent surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. This report is submitted on april 28, 2021.